Event description:
Reference number (B)(4). Event occurred in new zealand it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004904, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004904 was manufactured according to the work instruction (wi) version 96 and packaged in the machine multivac 10 on 13-jan-2024, with a total of (B)(4) units. Welding the sub-assembly, welding of the lot 4a00802 was manufactured according to the (wi) version 33 and manufactured in the machine ls25-ls24-ls11, on 12-jan-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4a00803 was manufactured according to the (wi) version 33 and manufactured in the machine ls06-ls07, on 08-jan-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4a02730 was manufactured according to the (wi) version 33 and manufactured in the machine ls25-ls24-ls11, on 14-jan-2024, with a total of (B)(4) units. Gluing connector the sub-assembly, gluing connector of the lot 4a00793 was manufactured according to the (wi) version 37 and manufactured in the machine gluing 3, on 11-jan-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4a00794 was manufactured according to the (wi) version 37 and manufactured in the machine gluing 3, on 13-jan-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4a00790 was manufactured according to the (wi) version 37 and manufactured in the machine gluing 3, on 09-jan-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4a00789 was manufactured according to the (wi) version 37 and manufactured in the machine gluing 3, on 08-jan-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4a00788 was manufactured according to the (wi) version 37 and manufactured in the machine gluing 3, on 07-jan-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4a02729 was manufactured according to the (wi) version 37 and manufactured in the machine gluing 3, on 14-jan-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that an extended inspection was created due to needle protector missing, extended inspection was found within specification. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.